Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, one heartstring seal did not unravel completely during the removal process. There is still a clump at the tail of the string. The surgeon loosened two stiches, and removed the seal without damaging the anastomosis. No pt complications were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.